Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, r wave amp variation and a loss of capture were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The device was reprogrammed to resolve the event. The patient was stable.